Event description:
Underdelivery reported. The pump was set to infuse an unspecified amount of fk506 (immunosuppressant) at an unspecified rate. The pump delivered approx half of the expected volume two different times. No alarms were reported by the customer. The pump was carried in a fanny pack. No pt harm reported, "though there is always concern that the pt's fk506 levels may fall/drop a little" and thus not have adequate immunosuppression. Further info requested but unavailable from the customer.